Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. The unresponsive keypad issue was not duplicated; during testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination or damage to the key contacts was found. The pump case was opened and the keypad flex and connector were properly situated with no damage or contamination present.